Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.7 cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level (bg) rose to 270 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. It was also reported that the pod was leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the soft cannula fully deployed. The exposed portion of the soft cannula was observed to be damaged and leak testing found fluid to diverge from its intended fluid path through a small tear. It could not be determined when or how this damage occurred. No damages or deficiencies were found during the investigation that would result in the cannula becoming dislodged from the infusion site. The exact cause of the reported dislodging event could not be conclusively determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.